Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
End user reported a problem with the very poor quality of cores obtained with 2 biopsy device. Several devices were used to complete the biopsy. No reported injury.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. Root cause has not yet been determined. A review of the complaint database was performed and one similar complaint for this lot number was found. A review of the device history record was performed and no exception documents were identified.